Event description:
A patient reported she was teated on 29 september 1998 in the vermilion borders and the nasolabial folds. She alleged that 1.5 hours later her face "swelled up" and her eyes were "half shut". Her physician instructed her to go to the emergency room. The emergency room physician prescribed injections of benadryl and solumedrol and diagnosed angioedema. On 30 september 1998, acetaminophen with codeine 30, diphenhydramine, ranitidine, and prednisone were prescribed. The patient was examined by a consulting dermatologist (phone unavailable) and he prescribed benadryl. The dermatologist did not believe the patient's symptoms were related to collagen, but rather to the patient's being on high-dose ibuprophen for an ankle problem and zestril. Susequently, the patient alleged during the month following the treatment, she felt tired, ached all over, joints hurt and that it was difficult to breathe. On 28 october 1998, the patient alleged persistent facial and ankle swelling. She stated she was also prescribed claritin. On 5 novembr 1998, the patient alleged that the swelling was not completely resolved, and that she continued to feel tired and achey.